Event description:
It was reported that the patient presented in the clinic for follow-up. The device exhibited post-paced t-wave oversensing. Programming changes were made during the device check. The patient was asymptomatic.